Event description:
It was reported the aspiration needle pierced the metal sheath. The issue occurred during a diagnostic bronchoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, olympus confirmed the reported issue, the cause was determined due to a bending force was applied to the distal end of the sheath after it was taken out from the tray causing it to bend and the needle tube was extended in state of above description, and the needle had broken through the coil and the sheath. As a result, the needle extended from the sheath. However, a definitive root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.